Manufacturer narrative:
The vessel sealer extend instrument involved in this event has been received for evaluation. Failure analysis reviewed system logs and found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, and no damage was found. The blade and knife cable were inspected, and no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. There was no problem detected for the customer reported complaint. Additional tests performed and the following was found: ceramic dot verification: pass. Knife slot test: pass. Jaw gap verification: pass.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This report is being submitted to add the field action reference.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend was not burning, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding the vessel sealer extend was not burning was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the instrument logs confirmed system serial: (B)(4), event date, (B)(6) 2022, and procedure name: total colectomy. The vessel sealer extend (l10220907-0234) had 0 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The probable root cause of insufficient sealing is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting causing dislodgment. Insufficient sealing can result when attempting to seal and transect medium-large vessels surround by fat. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to a sealing deficiency. Current training and labeling for the vse instrument may not adequately communicate the need to skeletonize vessels prior to sealing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the vessel sealer extend instrument was not burning. The message kept saying not enough or too much tissue. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument would not seal or cut.